Event description:
Inbound. Patient reporting no disposable clamp tubing alarm on cadd legacy pump with serial number (B)(4), reports she turned pump off and on, cleaned the metal sensor which did not resolve issue. Switched to backup pump, infusing without issue. Patient requested a replacement pump, informed pump will be sent out. No further details provided.